Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion and prime test. Unit received with stuck in the motor error alarm loop during bolus delivery. The motor was tested outside the device and passed. The motor may have intermittent failure that was not detected during our testing. Unable to perform occlusion and excessive no delivery test due to motor error alarm during bolus. Insulin pump received with scratched screen, cracked case display window corners, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot and missing end cap sticker. Unit also had a scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the insulin pump alarmed motor error during fixed prime. Through troubleshooting customer was able to clear the alarm, however unable to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 455 mg/dl and has not treated. Customer stated that he was off the pump due to it not working leading to the high blood glucose readings. Customer's most recent blood glucose reading was noted to be 368 mg/dl. Insulin pump is being replaced.